Event description:
The prostate seeding needle was noted to have markings different from normal. The markings are present to allow the user to know how deep to place the seed. The needle had about double the usual distance to the first mark. If used, the seed would not have been placed in the proper location. The needle was not used on the pt.